Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system on black screen. The field service engineer (fse) shut down the station, re seated all in one monitor, and restarted the system. Windows updates failed to complete, so the hard drive was reimaged, software was configured, and the medication application was synchronized. After these steps, the customer was able to access the drawers and medications successfully, and all tests passed. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a black screen and when the user tried to dispense the medications the screen was stuck on updates. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.